Manufacturer narrative:
E1: patient city: (B)(6) patient country: canada. Name: (B)(6). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results: review of complaint record database (B)(4) event description and all available information was completed, and lot number 6015621 was provided. Complaint was classified as reportable under malfunction code: insertion site egress trace moisture / superficial wetness. A query was run in the electronic quality management system on 01-jun-2026 against "lot number" "6015621" and similar malfunction code: insertion site egress - trace moisture / superficial wetness, leakage from infusion. Site (cannula base part/cannula) (specific cause not identified) and leakage from infusion site (cannula base part/cannula) (specific cause not identified) no records were identified for this lot and similar related issues. A non-conformance (nc)/corrective and preventive action (CAPA) query search was run in the electronic quality management system (eqms) system performed on 01-jun-2026 against "lot/batch number" "6015621". No records were found. Batch record review: sub assembly batch record with lot 5h02542, 5j02379, 5g03397, 5g03428 and 5g03415 for the main batch record with lot 6015621 were reviewed. Review of the sub-assembly documentation showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. CAPA determination: based on the available information, no further investigation is required, nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:8021545.

Event description:
It was reported that patient infusion set leaking at the site on (B)(6) 2026.